Event description:
Initial aaa repair of patient was in 2004. One main body graft was placed. Pt underwent additional procedure in 2007. One main body extension graft was placed due to a type I endoleak.

Manufacturer narrative:
Evaluation: still under investigation.